Event description:
Hamilton medical ag received the following event description: the device alarmed with tf:5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. The device generated tf5507. It is important to emphasize that no patient was involved at the time the tf5507 occurred. To address the issue, the mixer valve was replaced . Post-repair functional testing confirmed the unit was operating normally with no recurrence of the technical fault. Hamilton medical ag considers this case closed.